Event description:
It was reported that during a pci treatment procedure, the nc ranger balloon ruptured at an unk pressure on the first inflation.the lesion being treated was a 90% stenotic lesion in the posterior descending right coronary artery. The nc ranger balloon was removed and replaced with another balloon to successfuly complete the procedure. No pt injuries or complications were reported. Pt status is reported as `good'.